Event description:
It was reported that this right ventricular (rv) lead was part of a system extraction. It was indicated that the patient implanted with this rv lead experienced chronic pocket pain. This rv was explanted. No additional adverse patient effects were reported. Additional information was received indicating that this right ventricular (rv) lead was explanted as it had malfunction. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was part of a system extraction. It was indicated that the patient implanted with this rv lead experienced chronic pocket pain. This rv was explanted. No additional adverse patient effects were reported.